Event description:
Information received with return of the explanted device notes that the patient was admitted to the cardiac care unit. The device exhibited no output and could not be interrogated or programmed.